Event description:
It was reported that a malfunction alarm occurred. Customer¿s continuous glucose monitor read high, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) levels over 600 mg/dl. The customer was treated with intravenous saline and insulin to address bg level. The customer was discharged on 10/01/2023 with no permanent damage. Reportedly, a malfunction alarm had occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
B2, b5, remove MDR code 4613.